Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving morphine 2,000mcg/ml at 402.3mcg/day and bupivacaine 2,000mcg/ml at 402.3mcg/day via an implantable pump. It was reported the patient experienced increased pain and the pump was having more drug in reservoir than expected. The physician had noticed the last 2 pump refills there was more medicine being removed from the pump than was expected. There were no environmental, external or patient factors that may have led or contributed to the issue. The pump was replaced. On the day of the surgery, they were going to take the medicine out of the old pump and place into the new pump. They interrogated the old pump, and it said that it should have 8.9cc'c of drug in the reservoir and they removed 17.7cc's from the pump. The issue was resolved at the time of the report, and it was noted that the healthcare provider would not have any further information regarding the event.

Manufacturer narrative:
Pump: h3. The returned device passed all testing in the laboratory and no anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.